Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported that the patient's ins shut off due to the charge being depleted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient¿s device suddenly shut off on (B)(6). The patient had been miserable with therapy off, but was unable to turn the device on because the programmer would not do telemetry with or without the antenna. The patient was getting poor communication and a poor communication screen with the programmer. There was reportedly difficulty with recharging; however, it was later stated the ins recharger (insr) was showing ¿charge complete¿ and it was noted they could connect with the insr and charge the ins. A replacement programmer was sent. The patient was instructed how to do an antenna locate and use the insr to turn therapy back on. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.